Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for an unknown locking screw. Without a lot number the device history records review could not be completed. Additional evaluation: our investigation has shown that the locking thread of the most distal hole is badly damaged. The thread flanks are completely flattened and there is a burr at the bottom side. Because of this damage the hole is too big and the screw heads does not hold anymore. The anodisation layer is completely worn away which indicates that this damage was caused post-manufacturing. The exact cause cannot be defined. Based on the appearance of the damage we can only assume that this was caused during pre-drilling. Also we found that the locking thread of the screw is badly damaged on one side. This could be an indication that possibly a damaged screw hole in combination with a mechanical overload during the healing process caused a pull out of the thread. As soon the most distal screw did not hold anymore the entire load was applied onto second most distal hole and we suppose that this did lead to a fatigue fracture of this screw is homogenous which indicates material conformity. Placeholder.

Event description:
During the planned removal of the plate the surgeon noticed the most distal locking screw had come through the plate, 2nd most distal screw the head had broken, the surgeon tested the most distal screw and hole and the screw can be moved in and out of the hole. This occurrence had no influence on the patient as the bone fusion was completed as wished. This is 2 of 2 report for event #43364.